Event description:
It was reported that shaft break and stent damage occurred. The patient had myocardial infarction. The stenosed target lesion was located in the severely calcified, 2.75mm-38mm in diameter distal end of left anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft fractured and the stent strut was lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.